Event description:
The user provided rubella igg results for nine patient samples and questioned the results for three patient samples that were generated in (B)(6) 2012. The exact date of testing was not provided. Of the data, only the results for one patient sample were discrepant. The result from the abbott architect was 3 iu/ml (negative) and the result from the cobas e602 was 12.35 iu/ml (B)(6). No information was provided to determine if the erroneous results were reported outside the laboratory or if any patients were adversely affected. The rubella igg reagent lot number and expiration date were not provided. The patient sample was submitted for investigation with retention material and the customer's result was confirmed. The investigation is ongoing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The samples in question were submitted for investigation. Testing with retention samples and with recom blot rubella from mikrogen confirmed the positive results. The positive elecsys rubella igg results were regarded as the correct result. No adverse event was reported.